Manufacturer narrative:
(B)(6). Reported event was able to be confirmed, upon the review of medical records received. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined, as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will contribute to monitor for trends. Multiple MDR reports were filed for this event. Please see associated reports: 0001825034-2016-01977, 0001825034-2016-05157, 0001825034-2017-04637.

Event description:
It was reported that patient underwent a right hip revision procedure approximately six years post-implantation due to pain, osteolysis and elevated metal ion levels. Patient also underwent an aspiration that reveal joint effusion. During the revision, metallosis, soft tissue reaction, femoral osteolysis, swelling and a well-fixed stem and cup were noted. The acetabular cup and femoral head were removed and replaced, and an acetabular liner was implanted. No additional patient consequences were reported.